Manufacturer narrative:
(B) (4). During troubleshooting the image intensifier was determined to be defective. The customer requested a formal quote before repair can be approved. The customer will call back if service is needed.

Event description:
The customer reported that the monitor was dark and they could not make an x-ray. No patient injury was reported.